Event description:
It was reported the patient developed an infection. Both leads were returned, analyzed and the subsequently tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): a portion of the lead was returned in segments, analyzed and the outer insulation was breached and had a depression. It was noted that the proximal conductor was distorted, all the conductors were stretched, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was pulled apart due to overstress, the outer insulation was torn, the outer insulation had a cosmetic depression and the lead was stretched. (B)(4): the distal portion of the lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breach cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and the lead was stretched. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.